Manufacturer narrative:
MDR -device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in mexico. It was reported that the patient faced an occlusion alarm. The blockage was at site and the site location was patient's abdomen. No further information was available.